Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the complaint representative, a codman programmer sends user a mild shock sensation to hand prior to use. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI : (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. The lot number previously reported to us was not correct. Corrected information was identified upon review of manufacturing records. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device conformed to specification when it was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected fields: device available for evaluation. It was previously reported that the device would not be returned. The device has since been returned and is awaiting evaluation. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation to (B)(4). Inspection could not confirm the reported issue: no mild shock is received when programming a valve. But there is an irregular sound when trying to program the valve. Furthermore, the serial number on the transmitter head is missing and the transmitter cable is damaged. The programmer was forwarded to the manufacturer hmt for evaluation and repair. The evaluation did confirm problems. The serial number of the programmer was (B)(4), for lot number cncb63, product code 82-3190. The investigation at the supplier detected that the transmitter cable was damaged. Based on the results of the investigation, the reported issue is confirmed. The root cause for the problems found during investigation is due to user error/misuse/off label use. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.